Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing threshold. A new lead was implanted. No additional adverse patient effects were reported. The lead will not be returned.